Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory was performed and no anomalies were found. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a possible fracture. It was noted a chest x-ray is scheduled to confirm the integrity of lead connection to the implantable cardioverter defibrillator (ICD) and the lead will continue to be monitored via remote monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event.